Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that patient had no efficacy from his scs, severe sciatica pain and a fall over the weekend. Rep will meet him at his next office visit. Additional information received. Rep reported stimulation from lead placement is not covering patient's painful area. Patient will be referred to a neurosurgeon for a paddle lead. Patient will be scheduled with a neurosurgeon to see if a paddle lead can be installed in place of the perc leads. Patient has not scheduled yet.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.